Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger/modem would not recognize either of her batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/ charger problem) has been confirmed. Upon evaluation corrosion was discovered on the battery charger/modem's battery connector preventing the battery charger/modem from recognizing a battery. The cause for the corrosion cannot be positively identified but was likely the result of liquid ingress within the connector well. The source of the liquid ingress cannot be positively determined. No adverse event resulted from the corrosion. The pt received a replacement battery charger/modem.